Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID, although no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, and since malfunction did not recur, customer was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.